Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tnl) result from one pt sample, that was generated by the access 2 immunoassay system instrument. The elevated accu tnl result was 45.87 ng/ml (above the ami cut-off). The result was not reported out of lab. The sample was rerun and the accu tnl result of 0.00 ng/ml was obtained. The result was reported out of lab. The pt sample was sent to beckman coulter for investigation and co is unable to reproduce the customer's elevated results. No add'l info regarding this event is provided.